Manufacturer narrative:
The reported event was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Corrected data: b3 - date of event field was inadvertently omitted from the initial report. Also, the date of event is estimated.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete device information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to receive needed therapy due to high impedance. As a result, the patient's dorsal root ganglion (drg) lead was explanted and replaced to address the issue.